Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had rising impedances. Upon inspection, it was noted that the rv lead insulation was damaged. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.